Event description:
A malfunction alarm, identified as malfunction code 12, was reported. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support assisted the customer in resetting the pump, and the malfunction did not recur. The customer was instructed to continue using the pump and to contact support if the issue reappears.